Manufacturer narrative:
E1; (B)(6). A philips field service engineer (fse) was dispatched for onsite service. The fse was able to replicate the speaker malfunction issue and confirmed there was no sound. The fse replaced the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was confirmed to be operating per specifications after the speaker was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi-measurement module x3 indicating that the screen shows a speaker malfunction. The device was in clinical use at time of event, no adverse event was reported.